Manufacturer narrative:
(B)(4). Device was not returned to MFR for eval. We are unable to determine the cause of the event.

Event description:
It was reported that the pt underwent a cervical procedure at c3-c7 using lamina fixation devices. The screwdriver was not retaining the screws. Two of the screws were inserted but stripped, therefore, they were not able to be removed. No pt complications were reported.